Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1-last name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed leak test. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: bad black image or no image was due to faulty cable unit connector pins. The most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a bad image. The event occurred during preparation of a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a bad image. The event occurred during preparation of a diagnostic procedure. There were no reports of patient harm.